Manufacturer narrative:
The balloon ruptured when the physician inflated the balloon to 16 atm which is above rbp (14 atm). Recurrence of the malfunction could result in a vessel dissection requiring possible stent placement. (B)(4). The angiosculpt device was returned for evaluation. Visual examination found no unusual characteristics of the device. During functional testing, the balloon was inflated to 4 atm and a pinhole leak was observed at the distal end. The angiosculpt device was used off-label. The IFU warns to not exceed the rbp printed on the package label (14 atm).

Event description:
The catheter could be used the first time at 12 atm and the second and third time at 14 atm for 20 sec for evt. During the fourth inflation at 16 atm (rbp 14 atm) for 20 sec, the balloon ruptured. A nse balloon and a cutting balloon were used and the procedure was completed. Vessel: sfa / artery occlusion: cto / artery tortuousness: slight / calcification: severe / plaque: mixed.

Manufacturer narrative:
The patient codes and device code were not included in the initial MDR.